Event description:
Information was received regarding cadd extension set. It was reported that there was a "no cassette alarm". The pump in use gave a "no cassette" alarm at 1.30am although user changed the cassette the previous day at 8pm. The patient changed the cassette on the same pump and had no alarm was detected. There was no patient, or clinician injury associated with this event. No additional information will be provided by the customer.